Manufacturer narrative:
Per product surveillance technician (pst), the staturation of oxygen (so2) for the hsat probe was able to set at various levels and did not revert to 100% so2. The device was sent to central engineering for further evaluation. When additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was not confirmed. The monitor passed the blood loop testing within the required accuracy during central engineering testing. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to emdr #1828100-2016-00591.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the blood parameter monitor (bpm) was being used on extracorporeal membrane oxygenation (ECMO). When the user tried to adjust the venous oxygen saturation (svo2) to the value from the lab, it reverts back to 100%. The hemoglobin (hgb) would not go above 12.4 (refer to emdr #1828100-2016-00591). The device was not changed out, as they continued to use the bpm unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 16-aug-2016: this bpm unit was being used for ECMO (extended usage) and they observed a couple of issues with the hematocrit saturation module (h/sat) functions of the system. The hgb measurement of the patient during an in-vivo calibration check (with a laboratory analyzer) was 15.7 g/dl but the bpm could not be adjusted to this value and actually displayed a much lower level (about 12 g/dl). The second issue was that during the in-vivo calibration the svo2 (on the bpm reading 100%) was adjusted to the laboratory analyzed value of about 83%. After returning to operate mode, the bpm svo2 quickly reverts back to 100%. The hgb issue is due to the operating range of the bpm unit. Even though the laboratory analyzed hgb level was 15.7 g/dl, the bpm can only be adjusted to 12.6 g/dl (top of the operating range). This will impact the accuracy of the bpm unit. The svo2 issue is not an operating range issue, as the operating range is 60-100%. When the bpm was adjusted to about 83% (laboratory analyzed value), it should not quickly revert back to 100%. The bpm unit continued to be used for the ECMO procedure and the procedure was completed, as scheduled. There was no delay in the procedure and no associated blood loss. There was no harm observed.